Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the non-pacemaker dependent patient presented for a normal follow-up, a battery longevity anomaly was observed. Review of the remote transmissions revealed the device met its expected longevity and the overestimation of the remaining longevity was due to inclusion of the duration of the mid-life plateau.